Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with inappropriate modes switches due to oversensing on the atrial channel. The patient's merlin.net transmission was reviewed and there was possible far r wave over-sensing. The device was reprogrammed and remained implanted. No further information could be obtained.